Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for about a week or so their dbs therapy didn't seem to be working well for them. Patient said the only thing they can think of that may have effected them was that they were in japan last week and they went through airport security with a wand and the therapy hasn't seemed to be consistent ever since then. Pt said the big difference they see was then they take any medicine like carbidopa it immediately made them almost get hyper. Patient was able to check therapy status on the call and therapy was on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.